Event description:
Additional information was received that the patient had their vns re-implanted on their right side.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that the patient's device would be explanted due to infection. It was stated that the patient had responded well to vns, but had unsuccessfully fought an infection since post-operation. The vns would be replaced after the infection resolved. A review of device history records showed that both the lead and generator were sterilized prior to distribution. The patient's device was explanted. No further relevant information as received to date.

Event description:
It was clarified in a later update that both the generator and lead were explanted. The lead had been clipped. No additional relevant information was received to date.

Event description:
Clinic notes from office visits before and after the battery change were received. After the replacement, it was stated that the patient was doing well but the mother noted that the patient had been "scratching" at the surgical sites a little. It was noted that in removing surgical sutures, the patient "began pulling at her anterior axillary site and managed to open the inferior aspect of the wound". Ointment and gauze were applied. At the following appointment, the mother reported that the patient was having yellow-green drainage from the surgical site since her last appointment and was now running a fever. A culture was taken of the drainage and showed bacterial growth. The patient was given antibiotics. The site reportedly did not appear red or inflamed and the patient did not seen overly sensitive of the area. The physician noted at the next appointment that the site appeared to be clean, dry, and intact with no signs of infection or drainage. The patient was acting normal and it was unclear what the fever was caused by. However, from a recheck of the surgical site, it was showing redness and was itching; it was noted the patient was scratching the area. After worsening of the site, it was decided that the generator would be explanted. It was noted that after explant, the patient was doing well and fevers were resolved. Surgical notes from an exploratory surgery noted that the patient scratched at her wound and managed to open the site. During surgery it was noted that the generator had migrated laterally towards the wound. It was confirmed that non-absorbable sutures were used at both the replacement surgery and exploratory surgery. The device was then explanted (B)(6) 2018; the surgeon believed the fever was related to the patient's infection and rejection of the vns generator. An implant card was later received for the patient's reimplant surgery post-infection. No additional relevant information was received to date.